Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the package was opened it was observed that the dissection tip was fractured. A vasoview 6 accessory pack was used to complete the procedure; however the btt port balloon was leaking. The same device was used to complete the procedure. The hospital did not report any patient effects. Refer MFR report number 2242352-2015-00181 for the first complaint.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25109848 and 25108051 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. (B)(4).